Event description:
Injector was loaded with contrast & saline without any issues. When the tubing was primed to get rid of the air bubbles, the saline side would not move but you could still hear the motor attempting to run. We then decided to unload both syringes and try a new set. On the injector screen, replace syringe was selected and dual was selected. Once the pistons attempted to pull back, the saline side of syringe exploded. Part of the syringe sheared off and almost hit the techs in the room. The patient was in the room during this time, the patient was not injured or harmed in any way.